Event description:
On (B)(6) 2020, saalt's customer experience team received an email from a customer, ms. (B)(6), alerting them that the customer had been diagnosed with toxic shock syndrome (tss) after using a saalt cup. Saalt responded to the customer on (B)(6) 2020 and set up a call to speak with the customer on (B)(6) 2020. Ms. (B)(6) purchased the saalt cup in (B)(6) 2019. She said that she was able to use the cup with very little difficulty for over a year. She also shared that there was a learning curve at first when she started using her cup and she had some trouble positioning her cup at first, but she got used to it and stated that overall it was easy and she loved using her saalt cup. Medical intervention ms. (B)(6) stated that she started her period on (B)(6) 2020. She stated that throughout this cycle she never kept her cup inserted for more than 6 hours at a time. She described feeling weird' on the third day of her period (B)(6) 2020 and noted that she had some irritation, swelling, soreness, and an itch while using the cup. She decided to stop using her cup entirely on (B)(6) 2020 due to the irritation. She also noted that she began feeling discomfort and pain in her lower abdomen on (B)(6) 2020. The abdominal pain got progressively worse on (B)(6) 2020 and she woke up feeling very nauseous on (B)(6) 2020. She noticed her right hand was swollen red and blanching. She ended up vomiting that morning and could not keep any food or drink in her system. On (B)(6) 2020, she decided to seek medical care and first went to a local clinic. After being evaluated at the clinic, they rushed her to the emergency room. She had been fainting in the parking lot prior to going to the hospital, as well. She felt super tired, kept falling asleep and needed help walking at that time. She noted that she had a fever of 103 degrees fahrenheit that day. She first learned that she was diagnosed with toxic shock syndrome (tss) when she overheard several of her doctors discussing her case. She was diagnosed with sepsis during her hospital stay, as well. She was then admitted into the ICU and stayed in the hospital for a total of 6 days. While at the hospital, she was given a procedure that involved putting an IV into her neck to help and was told she would not lose any limbs' if she did that procedure. She also noted that while she was at the hospital her skin was "red" and she noticed a rash, especially on her stomach. She did not notice any abnormal vaginal discharge while she was in the hospital. Ms.(B)(6) was given several antibiotics and noted that she was allergic to two that they gave her. She mentioned that she was given xanthomycin and was allergic to that antibiotic. She reported that in reaction to that medication she experienced a rash all over her body. She also had to take more antibiotics by mouth for 10 days after she was discharged. Ms. (B)(6) noted that she responded to those antibiotics well and she is recovering well now. She has experienced a lot of fatigue, had trouble breathing, and lost a lot of strength, but is feeling better. She has had one follow up appointment with her doctor where they tested her blood cell count and told her it would just take time to fully heal. The main infectious disease doctor that she saw in the hospital did not know what a menstrual cup was and advised her not to use the cup or tampons again. They said the likelihood of her getting tss again was slim, but did not encourage her using inserted products again so she will use pads or period underwear moving forward. Ms. (B)(6) has not yet had her menstrual cycle since she was hospitalized in (B)(6). Cup use ms. (B)(6) had never used another menstrual cup prior to using the saalt cup. She stated that this period was normal, she boiled her cup before using her cup like usual, but the only difference this time was she changed the type of soap she was using to clean her cup throughout her cycle. She was using (B)(6) soap for the past year to clean her cup throughout her cycle. She is a member of a (B)(6) where consumers discuss menstrual cup use and saw that the (B)(6) soap was one that was recommended by other cup users in the group. Each cycle, she would boil her cup in a mug in the microwave for 5 minutes at the beginning, then throughout her cycle she would rinse it then wash it with that soap then reinsert her cup. This cycle, the (B)(6) soap was expired so she was boiling her cup at the beginning of her cycle, then throughout her cycle she would rinse it with cold water first and then rinse it with super hot' water, and she would reinsert the cup. She would keep her saalt cup in the saalt carrying bag between cycles. She noted that she had experienced itchiness and irritation during the first or second cycle that she used her cup (B)(6) 2019 and she attributed the irritation to the type of soap she was using. She mentioned that she had been using a (B)(6) soap with fragrance at that time. She had not experienced itchiness and irritation again until this cycle. She did not notice any irritation with her cup on the first two days of her cycle, but on (B)(6) 2020 she noticed the discomfort. She had a severe itch and was very sore when she removed the cup that day. Her period was mostly over by that point and she decided it was best to stop using the cup that cycle. She noted that she learned how to clean and sanitize her cup by looking up (B)(6) videos and reading through (B)(6) group posts. Follow up saalt requested to have the device returned by the customer and the customer verbally stated they would be willing to send the cup back on (B)(6) 2020. Saalt has followed up via email twice requesting a mailing address in order to receive the cup, but the customer responded via email on (B)(6) 2020 stating she was not comfortable releasing medical records or sending the cup back for our review. On (B)(6) 2020 saalt followed up asking for the cup back and explaining our intentions of reviewing the medical device, as well as offering our period underwear (saalt wear) once it releases at the end of (B)(6). Saalt did not hear back from the customer until (B)(6) 2020 when saalt offered several pairs of period underwear and the customer replied with her address, and mentioned that we can send a biohazard bag for her to consider returning the cup. We are waiting for that to be sent back to us if she chooses. Corrective actions saalt, llc reviewed the current instructions for use (IFU) for the cleaning of the device and general toxic shock syndrome information. Although the IFU already contained information on how to properly clean the device, including boiling it between cycles, the IFU was updated in january 2020 to make these sections even more clear by directly instructing the user to boil the device in more than one location in the IFU and by bolding the language and putting it in a different color. Visual emphasis was also added to make the section that describes the symptoms of tss more readily noticeable to the reader by putting the text in bold. These changes have also been made to saalt's website to update the instructions page, the learn page and the faq pages and any other pages that reference cleaning or have information regarding tss.